Event description:
The complaint was reported by a customer from the USA. Delivery issue.

Event description:
The complaint was reported by a customer from USA. Delivery issue.

Event description:
The complaint was reported by a customer from USA. Delivery issue.